Event description:
Based on additional information received on (B)(6) 2017, this case initially considered as non-serious was upgraded to serious (important medical event of device malfunction). This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from a non-healthcare professional. This case concerns a patient of unknown age and gender who received treatment with synvisc one and later after unknown latency had discomfort in knee, increased pain, increased swelling and effusion; also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: unknown) into the right knee (batch/lot number: 7rsl021; expiry date: unknown). On an unknown date in (B)(6) 2017, after unknown latency the patient had increased pain and swelling. The patient was followed up with provider on (B)(6) 2017 requiring an aspiration of that joint due to effusion (event onset date: (B)(6) 2017). On an unknown date in (B)(6) 2017, the patient still had discomfort in that knee but decreased from (B)(6) 2017. The patient was followed up on (B)(6) 2017 in the office. Action taken: unknown corrective treatment: not reported for all the events outcome: unknown for effusion; recovering for rest of the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event of device malfunction additional information was received on (B)(6) 2017 and (B)(6) 2018 (processed together with clock start date (B)(6) 2017). Global ptc number was added. Additional event of device malfunction was added with details. Seriousness criterion was added. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 8-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced dpain and swelling in knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.